Manufacturer narrative:
The impacted product was received by the failure analysis lab on september 21, 2020. The investigation of the returned device was completed by the failure analysis lab on october 5, 2020. Device evaluation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed according with mentor procedures, and it revealed a tear on the anterior aspect measuring approximately 0.1 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 425cc saline prosthesis experienced spontaneous right sided deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 425cc saline prostheses was performed on (B)(6) 2020.